Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that patients' electrolytes were running low. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the sample pump panel which consists of syringes, the valve solenoid and the motor with the flywheel, after which the issue resolved. The customer ran quality control (qc), resulting within specifications. The ccc specialist was told that the customer is spinning tubes for 6 minutes at 6700 revolution per minute (rpm) and the other centrifuge is spinning at 6500 rpm for 6.5 minutes, indicating they might be stat spins centrifuges. Stat spins are not recommended by tube vendor. If tubes are not full draws, then platelets can form which can cause low results on initial aspiration. A siemens headquarter support center (hsc) reviewed the information and the solid state multi-sensor (ssm) data files and found no instrument issues and no other samples were affected. The information provided is consistent with sample integrity issue. The cause of the discordant, falsely low na, k and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na), potassium (k) and chloride (cl) results were obtained on a patient sample on a dimension exl with lm instrument. The discordant results were reported to the physician(s) who questioned them. The patient was redrawn and the sample was tested on an alternate dimension exl instrument, resulting higher and as expected. The original sample was then repeated on the alternate dimension exl instrument, resulting higher and matching the redraw result. The repeated results from the original instruments were not provided. The corrected results from the alternate dimension exl instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na, k and cl results.